Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the dental implant failed because it fractured in the neck.the doctor reported that the patient ingested the abutment.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13). Visual evaluation of the as returned product identified that the implant signs of use and external damage. The implant was fractured at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event (fracture of the implant and screw). A pre-existing condition noted on the per was inadequate oral hygiene. Bone density was low density (type iii). The reported device was located on tooth 14 (fdi) and was used for approximately 16 years, 7 months. The customer provided an x-ray for the reported event. Medical affairs provided feedback regarding the fractured neck. It was reported that there is a fracture in the image. DHR review was completed for the subject lot number 0511411. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 0511411 for similar events and no other complaint was identified. Review completed utilizing keywords: functional fracture : implant therefore, based on the available information, device malfunction(s) did occur and the reported event was confirmed as physical evaluation identified the fractured implant and screw.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor confirmed by phone that patient did not ingest the abutment.